Event description:
It has been identified that this record, mrn 9617229-2024-16456, is a duplicate of mrn 9617229-2024-15614. Please see mrn 9617229-2024-15614 for reportable events.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professionals reported a left side deflation. Device remains implanted.